Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up several episodes of noise related to pace inhibition were seen via remove monitoring when it comes to this right ventricular (rv) lead. Further review noted four episodes of myopotential noise exhibited via remove monitoring which were not visible due to them being overwritten by true non sustained ventricular tachycardia episodes. The pacing inhibition occurred for 2 to 3 seconds with no side effects felt by the patient, although the patient was pacemaker dependent. All rv lead electrical parameters were within range. Isometric and provocation maneuvers were performed which showed small noise on the ventricular electrocardiogram during deep inspiration cycles, but no pace inhibition or oversensing occurred. The physician decided to monitor the patient closely and reprogram the device for the time being. Another follow up was scheduled for the patient. No adverse patient effects were reported. The rv lead remains implanted.